Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump powered up properly after battery installation, and no blank display was noted. The pump was received with normal operating currents and no unexpected off no power, weak batt, batt out limit, low battery or failed battery test alarms were noted. The pump was received with a motor error alarm during the occlusion test due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is unknown.